Manufacturer narrative:
There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation, or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: one tip up fenestrated grasper, and the maryland bipolar forceps; site reviews have shown that no complaints were filed against the instrument. A review of the site's complaint history does not reveal any additional complaints involving this event. No images or procedure videos were shared for the event. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information provided, there is insufficient information to determine if the da vinci system caused or contributed to the patient's death. The only information is reports from others who were not directly involved in the primary case. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted right lobectomy procedure on (B)(6) 2021, the operating surgeon made contact and severed a primary vessel artery, damaging it, causing the patient to bleed out and eventually expire. Isi was informed of the patient's demise by another physician at the hospital who also told the csr that the cause of death was due to surgeon error, not a faulty isi product. The site's or director stated that the patient's death was "due to the surgeon messing up." There was no allegation of an isi device or system malfunction to have occurred during the procedure. Although the site stated it is potentially surgeon error and there is no allegation of a device malfunction, isi's medical officer stated there is insufficient information to determine if the da vinci system caused or contributed to the patient's death. The only information are reports from others who were not directly involved in the primary case. The cause of the vessel injury that occurred is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) number, adverse event, recall (if recall number is given) or correction/removal number (if given) (2021 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted right lobectomy procedure on (B)(6) 2021, the operating surgeon made contact and severing a primary vessel artery, damaging it, causing the patient to bleed out and eventually expired. On (B)(6) 2021, an intuitive surgical, inc. (Isi) clinical sales representative (csr) was informed about the patient's demise by another hospital physician. That physician was not present during the procedure; it was stated that the operating surgeon made contact and severed a primary vessel artery, damaging it, causing the patient to bleed out and eventually expire. The hospital physician informed the csr that the cause of death was due to surgeon error, not a faulty isi product. On (B)(6) 2021, isi contacted the csr and obtained the following additional information regarding the reported event: the csr stated he was informed of the patient's death by another physician at the hospital. The csr tried to gather information from the surgical staff; they stated they were called in to help with the emergency of the patient bleeding, and they were not present during the vessel injury. The csr reached out to the operating room director and wanted to see if the site needed help with emergency undocking situation training; then, the operating room director responded, stating that there was no need as the death was "due to the surgeon messing up." There was no allegation that an isi device or system malfunctioned during the procedure. The csr stated that further information will not be able to be gathered from the site, as it was a very sensitive issue.